Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that while the unit was being set up for a case, an e-1 error occurred. It was further reported that there was no pt involvement.